Manufacturer narrative:
The complainant reported that the device was not used past the expiration date.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a procedure on (B)(6) 2011. The patient age was reported to be over 18 years. According to the complainant, the patient had a revision surgery on (B)(6) 2011. The details of this surgery and the patient's current condition are unknown. Attempts to obtain additional information have been unsuccessful.